Event description:
On (B)(6) 2012, the lay-user/patient's pharmacist contacted lifescan from (B)(6), alleging an error 4 message issue with the one touch verio iq meter. The patient's pharmacist did not allege any harm or injury because of the reported issue. The alleged issue was not resolved since the pharmacist was not able to continue with troubleshooting. Based on the information provided, this complaint is being reported due to the following conclusion: the patient's pharmacist claimed the meter had an error 4 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient's pharmacist did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has not requested return of the subject product(s) for evaluationt.